Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was placed on a system and driven. Recognition and engagement testing passed. There was no evidence of blade damage found and pogo pins were not stuck or contaminated. Engineering also found several scratch marks at the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. Electrical continuity testing passed. No other damage was found. 62 - the instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The monopolar curved scissors instrument was returned without any allegations of malfunction. No further information was received. No patient harm, adverse outcome or injury was reported.